Event description:
Manufacturer´s rerf #: (B)(4).

Manufacturer narrative:
Our company field service engineer examined the anesthesia workstation at the hospital. The fse concluded that the logs indicated that a replacement of one of he fresh gas modules was needed. The customer has not agreed to grant access to the anesthesia workstation for further examinations and repair. The device logs were sent in for evaluation and they show that the fresh gas pressure transducer had a faulty zero pressure offset which did most likely cause many of the system check out sub tests to fail. The logs also indicate a fresh gas module and/or expiratory flow transducer issue. Since the anesthesia workstation has not been accessible for additional examinations, we have not been able to determine the true cause of the reported issues.

Event description:
It was reported that during system check out, the anesthesia workstation failed several sub tests including the pressure transducer test. There was no patient connected to the anesthesia workstation during the event. Manufacturer´s ref #: (B)(4).